Event description:
It was reported intermittent occlusion alarms occurred as a result of the customer using supplies over 48 hours with humalog brand insulin. Tandem technical support educated the customer this is off label use. There was no adverse impact to the customer¿s blood glucose level during these events. The customer resolved the occlusion issues by changing the infusion set and cartridge and then resumed insulin, additional assistance was deemed unnecessary.